Event description:
During the procedure, the physician selected a cook endoscopy huibregtse single lumen needle knife. During use the needle separated from the distal end of the device and was retrieved from the patient. The information provided indicated the broken section of the needle was retrieved from the patient by the physician performing the procedure. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any additional adverse effects or required additional medical procedures due to this reported event. However, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings or if the needle makes contact with the tip of the endoscope. The instructions for use for this product line caution that the needle knife must fully exit the endoscope and that contact with the endoscope may cause grounding, which could result in damage to the device. Needle knife breakage near the distal end can also occur if the needle knife experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution all huibregtse triple lumen needle knives undergo a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the reported event could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.